Manufacturer narrative:
Tiger aesthetics medical complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Tiger aesthetics medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Right-side MRI indicated rupture.

Manufacturer narrative:
Tiger aesthetics medical complaint #: (B)(4). Device evaluation: d6b, d9, g3, g6, h2, h3, h6, h10. Tiger aesthetics medical received the suspected device from the customer and performed a failure analysis. Upon initial observation the device was found to have a shell failure with moderate yellowing. The device was unable to be weighed. Upon device inspection, the explant was received in four pieces. Delamination was observed. Upon optical inspection, the explant was received ruptured and was submitted for optical analysis. An area with possible striations was identified. Optical microscope images were taken of the area. The observed result of the shell failure is surgical instrument damage. Tiger aesthetics medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.